Event description:
It was reported that during a pancreatoduodenectomy procedure, the device was used at the pyloric end of the stomach. After the firing, it was found that a part of the staples were malformed. Reinforcement product was not used. When the resected tissue was checked, the 1 cm area at about elementary 1/3 of the staple line were lumbricoid-formed. Also, two parts of the membrane serosa around the staple line were split off. The tissue was quite thick and it seemed to cover the end part of the stomach. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: lumbricoid-formed. The formation of the deployed staple was not b-formed. It was a approximately linear (straight) like an angleworm.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.